Event description:
Report received of a triple lumen catheter that was leaking from the middle lumen at the point where it's bonded to the yellow plastic piece". The leak was noted immediately after insertion, when an IV of lactated ringers was connected. The catheter was removed and a second catheter was inserted from the same list and lot number. The second catheter was reported to leak in the same area. The catheter was not removed but a dressing was applied to absorb the leaking IV fluid. The customer reported that the lactated ringers was discontinued and the lumen was used for blood draws only. The other lumens on the catheter worked without any problems. The catheter was removed upon pt discharge. There was no report of adverse pt effect. Additional info was requested, but no further info was available.